Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed normal battery voltage and magnet rate but high current drain. No changes or intervention was reported. The patient condition was stable.